Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an unrelated reason, non-sustained right ventricular oversensing episodes were observed as myopotential inhibition. Review of the electrograms revealed instance of post-paced t-wave oversensing. The recommended programming changes were made. The patient condition was stable before, during, and after the device interrogation and will be monitored with routine follow-up.